Event description:
It was reported that during use of this instrument in a shoulder arthroscopy, the tip broke off in the joint. The broken portion was retrieved without injury or significant surgical delay. The procedure was completed using a back-up instrument.

Manufacturer narrative:
Investigation results: conmed linvatec received this suture punch for evaluation without the detached portion. A visual examination of the device noted the distal needle tip was bent in an angled direction indicating possible excessive force was used. The last date of repair for this device was 04/22/2008. Conmed linvatec will continue to monitor this product for failures. The IFU for this device cautions the user: do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. The customer will be provided additional information on the care and handling of this device.